Event description:
It was reported that post implant a realize gastric band, during a routine fill, the surgeon identify a problem with the port. The patient was taken for fluoroscopy and it was discovered that the port was disconnected from the band tubing. The band tubing was in the abdomen, the strain relief was on the band tubing and had migrated underneath the liver. The locking connector was still on the port. The port was replaced and reconnected to the tubing. A huber needle was used to evacuate the band before refilling. There was some difficulty withdrawing and adding fluid. The injection port was disconnected from the band tubing and allowed the fluid to flow out. It was noted that intra abdominal fluid and biological debris was impeding the surgeon's ability to add and remove fluid. The tubing was irrigated and the port was reconnected. The surgeon added 3cc of fluid and completed the procedure.

Event description:
During a procedure on (B) (6) 2010 to explant the pulse generator, both leads were noted to have an insulation break. Due to complications trying to extract the system, the physician decided to implant the new system on the patient's left side. On (B) (6) 2010, the right-chest system was explanted successfully.

Manufacturer narrative:
Final analysis found that the proximal coil was fractured at 23.5 cm from the connector pin due to clavicular crush and both the proximal and distal insulations were damaged.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.